Event description:
It was reported when using the pyxis medstation es system drawer was unable to open and displayed a message suggesting it was open, despite being securely closed. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the magnet had fallen out of insep latch. A field service engineer replaced latch to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.